Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 3.5 x 15 mm xience xpedition stent delivery system was advanced into the patient anatomy to treat a target lesion in the heavily calcified left anterior descending artery; however, the device was unable to cross due to the patient anatomy. As the stent delivery system was removed, the stent began to dislodge, but was able to be pulled into the guide catheter. The stent was removed still on the stent delivery system. A non-abbott stent was then used to treat the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided